Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, both the downstream occlusion seal and the downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a shutdown pressure too low error. There was unknown patient involvement, no patient injury was reported.